Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 21264720; model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 20341429; model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also mentioned that the patient felt a lot of stimulation in the testicles and anus which the physician believed an indication of poor placement. The imaging showed that the leads had migrated inferiorly about 1-2 vertebral levels. The patient will undergo a scs explant procedure.